Event description:
It was reported that the patient presented remotely via merlin.net transmission with an episode of ventricular tachycardia which showed anti tachycardia pacing (atp) therapy for supraventricular tachycardia. Programming changes were done. Patient was stable after programming changes.